Manufacturer narrative:
No button error alarm noted. Unresponsive escape and act buttons due to corroded keypad traces. Unable to perform displacement test, rewind, basic occlusion test, prime/delivery test, excessive no delivery test and occlusion test due to unresponsive buttons. Unit had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 52 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.